Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg). However, the exact value was not provided. Customer addressed bg with carbohydrates. Reportedly, the suspected cause of low bg was due to the customer adjusting the basal rate.